Event description:
(12/18, reference (B)(4) for all attachments and related complaints)per complaint: alarming no disposable, clamp tubing. Air in the line. Patient not affected. Rate 2.0 ml, volume 94ml (patient reset the res. Volume), given 83.75 ml. No further information available.